Event description:
It has been reported to philips that the system has an operational failure, part of the geometry has stopped. The device was in clinical use. No patient harm reported. The philips field service engineer (fse) went on site and replaced the fuse. The equipment was turned on again and it turned on normally. Philips has started an investigation of the complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) inspected the system remotely and confirmed that the part of the geometry movements was unavailable. Analysis of the system log file confirmed sib gencan error. During troubleshooting, the rse identified that there had been liquid falling, which caused a component on the tso image electronic board to burn and led to the fuse damage. Fuse and the tso images were replaced, and software was reinstalled. After replacement of the fuse and the tso image, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Device problem and evaluation method code were corrected.